Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient who had an implantable neurostimulator (ins) for spinal pain. It was reported that patient had a bad fall 3 weeks prior to the date of report and since then, they had been experiencing shocking sensation in different places on their body. The exact date of the fall was not provided. Patient stated that it was worse when laying down, that they had shocking sensation in their lungs. Troubleshooting was performed over the phone and patient had trouble connecting patient programmer with their ins at the beginning of the call, due to use of an older patient programmer that did not have the appropriate software. Eventually, patient found the appropriate programmer and were able to turn the therapy off. It was also reported that patient may have needed lead revision and were going to be redirected to their implanting physician. Patient also cancelled an appointment with their follow up physician.